Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.